Event description:
I was called to CT, the technician attempted to use the power injector for the CT of the chest on the 20 gauge IV in the patient's lac. Upon infusion, the distal portions of the IV tubing segment blew up. As a result, the CT technician was unable to continue using the IV and it had to be discontinued. Prior to the infusion, the IV flushed with ease and was patent. The patient had to be subsequently stuck again in order for the test to be completed. We used the smiths medical (old) IV to allow for access. According to the CT technicians, this is not the first time this has happened. It has happened on three separate occasions.